Event description:
Information was received regarding a cadd solis vip pump. It was reported that the cassette was not properly attached. This occurred during testing. There was no patient, or clinician injury associated with this occurrence.

Manufacturer narrative:
Other, other text: b5: additional information received at smiths medical 04-jun-2021: date unknown. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the lcd lens was scratched. The customer stated problem was not duplicated. Could not repeat customer stated problem after testing, also there was nothing in event history log pertaining to customer stated issue. Found no faults with the pump. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
Other, other text: b5: additional information received at smiths medical 04-jun-2021: date unknown. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the lcd lens was scratched. The customer stated problem was not duplicated. Could not repeat customer stated problem after testing, also there was nothing in event history log pertaining to customer stated issue. Found no faults with the pump. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.